Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that the suction of a vapr coolpulse90 electrode 90° suction w/integrated handpiece was blocked and the tip of the electrode "flashed like fire". Another like device was used to complete procedure with a surgical delay of four minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during a shoulder arthroscopy the suction of a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was blocked and the tip of the electrode "flashed like fire". The device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr coolpulse90 electrode: device was not returned in the original packaging. Device appears in a used condition with tissue in the active tip. Residue visible in suction tube. No visible damage to the handle, cable or plug on either device. The electrical test was performed, as a result, all the parameters passed the test. Functional testing was conducted using vapr vue generator (gml4854/2); the flow rate test passed. Manufacturer summary: during our investigation we were unable to confirm the customer reported blocked suction as the complaint device was found to pass suction flow testing, however, there was evidence of tissue debris inside the suction pump container post flow testing indicating the suction path was previously blocked and the potential cause of the reported blockage. Electrical and functional testing were also passed without issue. The reported "flashed like fire" is likely to be the difference in the visual appearance of the plasma when used with or without suction (blocked) and is not related to any defect of the device. The product ifu110007, cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. A manufacturing record evaluation was performed for the finished device u2009104 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.